Event description:
It was reported that there was downstream occlusion, no disposable. The event happened during testing.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 4/8/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint could not be confirmed through testing. The root cause could not be determined.